Manufacturer narrative:
No product was returned. A photo of the device was however returned for analysis and the reported issue was duplicated. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer spiked the bag with the new giving set and primed it. Per reporter the pump stated that the line was occluded but the line was actually leaking as well. The reporter further noted that the nurses used the new giving set to connect one of their patients to blinatumomab infusions. They could not even prime the line as the line was occluded. The operator of device was a health professional and event occurred at the hospital. There was patient involvement, but no patient harm/adverse event reported.